Event description:
Boston scientific received information that during a normal pt follow up, the automatic set up was performed on this subcutaneous implantable cardioverter defibrillator (s-ICD) and the vector chosen was alternate. It had previously been at primary. The change was accepted and the pt was sent home. Several weeks later, the pt went to the clinic after receiving a shock while at rest. The episode was reviewed and determined to be an inappropriate shock due to t-wave oversensing. The s-ICD was reprogrammed back to the primary vector. No adverse pt effects were reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, out investigation is complete. This investigation will be updated should further information be provided.